Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-apr-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 08-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a spinal cord stimulator implant procedure involving the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI), the individual experienced new pain unrelated to baseline, walking difficulty, immobility, loss of balance, inability to get out of bed, numbness, lower limb weakness, and extreme pain and weakness after surgery. Pt experienced new pain when they awoke in pacu. The stimulator was not turned on. During the implant procedure, there was difficulty placing the second lead. Ap and lateral imaging was done firming procedure. The lateral did not look clear and did not look like it was in the posterior space. Rep inquired during the procedure and hcp said it was in the "mid posterior" and did not make any further adjustment to the lead position for the second lead. Rep advised removing the lead in question and trying a different level, however the suggestion was dismissed. The individual was hospitalized and admitted to the intensive care unit. A computed tomography (CT) scan was conducted, which revealed that one lead was intrathecal. The stimulator was never turned on postoperatively and has remained off. The individual was scheduled for a device revision or explant, and the system was subsequently removed by a spine surgeon. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was admitted into the hospital and the system was removed on (B)(6) 2025. The patient remained in the hospital and was released to go home on (B)(6) 2025. It was unknown if the issue was resolved and the patient will be following up with their doctor next week and then following up with the physician once they see the doctor. It is unknown what actions will be taken at the time. The explant was scheduled without the knowledge of the rep by the neurosurgeon and the device was discarded. The information was obtained and confirmed by a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.